Event description:
An alarm system noted to be not loud enough for response in the ICU setting. While in the ICU, clinical staff immediately complained that the newly purchased and placed in service servo-1 vents had an alarm that was not audible when room door was closed. Staff felt this to be a safety issue.